Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. The customer was a red x on display and pump was dropped or bumped. The customer stated that there is another alarm follow by the critical pump error. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. The insulin pump was received with corroded motor home switch. Unit received with peeling keypad overlay and minor scratches on lcd window.